Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a change out procedure for normal battery depletion, the right ventricular (rv) lead shock impedance measurement was greater than 200 ohms in distal coil configuration when tested with the new implantable cardioverter defibrillator (ICD). The proximal coil measured 72 ohms. A commanded shock was performed and a code 1005 indicating it shocked into an open circuit occurred. Boston scientific technical services (ts) was contacted and recommended replacement of the lead as we cannot guarantee therapy delivery. However the patient refused lead replacement, thus the rv lead remains in service with the new ICD. No adverse patient effects were reported.